Manufacturer narrative:
H10: this report was submitted in error. It has been determined to be a duplicate case of MFR. Report # 3030677-2024-04845, philips ref(B)(4) which was initially submitted on 07-dec-2023 and includes the results of the investigation for this case. No other reports will be submitted under this report number.

Event description:
It has been reported to philips that the device is failing self-test.